Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump settings were lost when the battery was changed. The reporter stated that the time, date, I:c ratio, isf, and basal rates were lost upon changing the battery for the past 3 months. This report is made based on the allegation of the pump history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: investigators were unable to duplicate the reported complaint during the investigation process. Investigators removed the pump cover and replaced pink display with new test display. The test display has normal contrast and no symptoms of discoloration. There was no defect found.